Event description:
Revision surgery at 8 years and 11 months post primary due to stem subsidence. Stem and head revised successfully.

Manufacturer narrative:
Batch review performed on 29 september 2023: lot 141466: (B)(4) items manufactured and released on 17-jun-2014. Expiration date: 2019-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.